Event description:
Had lasik done in 2000. In 2012, diagnosed with corneal keratoconus ectasia. Which now I will now be fitted for a hard lens that might stabilize the problem. But eventually will lead to a corneal transplant. (B)(6).